Event description:
Device began to exhibit noise/artifact. Patient had several dizzy spells but never passed out. Noise/artifact was inhibiting pacing on dependent patient. No shocks delivered. New rv lead was added, and the old one was capped

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.